Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. A visual inspection of supply assembly was performed and found no visible signs of damage or defects. Installed power supply into a known good top-level vela unit and powered on into user mode. Began ventilation on default settings, unit operating with no alarms or errors present. Unit resumed ventilation for approximately 30 minutes and observed no anomalies in operation. System was cycled and rebooted into service mode. Events log was reviewed and found no motor fault or relatable errors. Cycled power back into user mode and continued ventilation for additional 1 hour and observed no issues during operation. Removed ac power and unit switched from ac to dc battery power, responding accordingly. The reported complaint was unable to be duplicated. Power supply is functioning as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their vela ventilator showed motor fault while on a patient. The patient was move to another unit however no harm was noted. This didn't reproduce after replacing the power supply.